Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received shocks for supraventricular tachycardia (svt) that fell into the programmed ventricular fibrillation (vf) zone. The shocks received exhausted therapy. The device detected the rhythm and delivered therapy as programmed. The patient is going to have a consult for a ablation procedure to treat their condition. No additional adverse patient effects were reported.